Event description:
The MFR rep reported that the fiber was observed to be forward firing at 2,662j into the case during prostate vaporization. The laser beam was red when it forward fired. The procedure was completed with another fiber. Neither the pt nor the end user experienced any injury as a result of this event.